Event description:
Additional information received from the hcp reported that abnormal impedance measurements were seen. The patient's system was explanted and replaced, with the lead placed on the contralateral side. The patient did not require hospitalization.

Manufacturer narrative:
Patient programmer model 3031a, serial # (B)(4), implanted: na, explanted: na, extension model 3095, serial # (B)(4), implanted: 2005-(B)(6), explanted: unk, lead model 3889, lot # j0564081v, implanted: 2005-(B)(6), explanted: unk.

Event description:
It was reported that the patient experienced a strong, sharp pain near her tailbone. Additionally, the patient experienced an overstimulation sensation in the vaginal area only when stimulation was turned on. The patient also described the sensation as shocking or jolting in the groin. When the device was off, no pain was experienced. A possible fluid short or open circuit was noted. There was no known accident or incident related to this event but this event had been ongoing for a few months. It was recommended to change her programs and the patient expressed an interest in seeing her healthcare provider (hcp). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# j0564081v, implanted: 2005 (B)(6), explanted: 2012 (B)(6); extension: model 3095-10, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6).